Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. No adverse patient effects were reported. Additional information indicated that there was a placement difficulty met and when the physician pulled the lead out of the body, the helix was already exposed. The lead will not be returned.